Event description:
It was reported that the pump exhibited a no disposable alarm. Per reporter troubleshooting was unable to resolve the alarm. Reported settings were res volume 100.6 ml, continuous rate 2.5 ml/hr and the volume given was 14.40 ml. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other text: additional contact information: (B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause for a no disposable alarm to be an issue with the downstream occlusion (dso) sensor, and the most probably cause for air bubbles is user error likely due to medication being injected too quickly into the cassette; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.